Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated and the power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported a ups failure resulted in a no boot situation. There is no report of death or serious injury associated with this complaint.